Event description:
An endeavor drug eluting stent was implanted during the index procedure in the lad. Approximately 43 months post index procedure patient expired. The cause of death is unknown. Investigator assessed that the relationship between the event and the study device is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.